Event description:
On 9/10/94 distributor from the hosp reported that the ventilator was indicating low o2 pressure. The pt was "bagged" and switched to another ventilator, without any sign of compromise. On 9/16/94 distributor was informed by hosp that the pt was doing fine.